Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 noted during testing. However, power error 25 noted in trace download analysis due to intermittent non-sleep anomaly software error. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, end cap address label peeling, cracked retainer and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed a power error detected alarm. The customer¿s blood glucose level was 7.9 mmol/l. Troubleshooting was performed. The device will be returned for analysis.